Manufacturer narrative:
See regulatory report# 3004209178-2018-28501 for other implantable neurostimulator (B)(4) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The patient stated she noticed some intermittent tingling and weakness in the left arm from her elbow down to her fingers. The patient stated these incidents only last a few seconds and she had not noticed any pattern. The patient checked the right ins battery level and stated it had always been at 50% or greater. It was reported the intermittent tingling was not related to positional movement. No further complications were reported or anticipated.